Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose declined to 38 mg/dl. The customer was treating their blood glucose with a sandwich. The mother also inquired how to turn off the customer's basal rates. The mother declined to troubleshoot for the insulin pump. The mother also declined to return the insulin pump for analysis.